Manufacturer narrative:
H2, h3, h6) the 9735821r camera (lot number: p903182) was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .431mm with a passing threshold of .250mm. Code c08 is applicable. Img code updated to reflect camera case part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system indicated 'localizer faulted.' Site reported this was before the case and another system was used for case. There was no patient involvement. Technical services (ts)  walked the site through accessing ndi toolbox. Determined the camera has a malfunctioning cmos battery and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821 h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.